Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer reported poor sample quality resulting in viscous material being found in the instrument probe. No patient impact reported.

Manufacturer narrative:
E1: (B)(6). G5: PMA/510(k)#: one additional code applies; k230855. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 13-may-2024. H.6. Investigation summary: bd received twenty (20) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. However, fibrin, and insufficient gel, were not seen within the photos. Also, 20 customer samples were subjected to a visual inspection for all defects and 1 customer sample failed for gel string and all the other visual defects passed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issues of gel smearing, fibrin, insufficient gel, and erroneous results were not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Further clinical testing for erroneous results could not be performed as specific erroneous analyte(s) was not provided for testing. The product expired 30apr2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing and gel string and unconfirmed for fibrin, insufficient gel and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer reported poor sample quality resulting in viscous material being found in the instrument probe. No patient impact reported.